Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1824231-2025-00024-00. The date of that submission was 09-feb-2025. H6: codes were updated. One device was returned for investigation. It was reported that the cuff failed to inflate and a leak was observed immediately after filling. The complaint of leakage cannot be confirmed nor replicated. The probable cause is unknown. Visual inspection there were no damages or anomalies observed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the first tracheostomy tube was placed and showed leakage after 17 days of use with a patient. The incident occurred at the patient¿s home and was handled by a healthcare professional. The issue was resolved by replacing the tube with a new one. A sample photo provided. There was patient involvement, but no patient harm reported.